Event description:
Ous MDR - after an estimated implantation period of 26 months, it was reported that the device displayed error messages upon interrogation during a regular follow up on (B)(6) 2014. The ICD was replaced and returned to biotronik for analysis.

Manufacturer narrative:
The pacemaker was received for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this pacemaker were re-investigated. All production steps had been performed accordingly. Particularly the final acceptance test proved the device functions to be as specified. First, the device was interrogated confirming that an ICD type without serial number was identified instead of a pacemaker. This clearly indicates an invalid memory content of the pacemaker. Subsequently a ram dump could be successfully performed and the ram dump data revealed the expected invalid memory content. The therapy functionality of the pacemaker was not present. Therefore, the pacemaker was opened. The visual inspection of the inner assembly showed no anomalies and the battery was found to be almost depleted but still sufficiently charged to provide anti-bradycardia therapy. The pacemaker was subjected to a hardware reset by detaching the electronic module from the battery. An external power supply was subsequently attached to the electronic module and an interrogation of the device was properly feasible. Particularly the device was identified correctly as a pacemaker and the anti-bradycardia therapy functions proved to be flawless. The current consumption was normal. Furthermore, the electronic module was carefully inspected and did not show any abnormality. Thus the battery was send to the manufacturer for further analysis. Analysis of the battery:the manufacturing records were inspected, documenting that the battery parameters were within specification during the battery manufacturing. No anomalies were documented during the production process, associated to this battery. During the electrical measurement, the battery was found to be almost depleted. However, a visual inspection and x-ray imaging of the battery did not reveal any signs of damage which might have contributed to a premature battery depletion. The destructive analysis of the battery yielded no anomalies. The amount of charge taken from the battery was verified. The battery condition was found to be anticipated for a battery of 70% depth of discharge. There was no indication of a workmanship or a material problem. Summary:despite the thorough analysis no conclusion can be drawn regarding the root cause of the clinical observation. In particular, the analysis of the electronic module as well as the battery did not show any anomalies. It cannot be excluded that external influences such as strong electromagnetic interference might have contributed to the clinical event.